Event description:
It was reported that this insertable cardiac monitor (icm) was explanted after the device eroded out of the pocket, following a hematoma that developed post-implant. A new icm was implanted. No additional adverse patient effects were reported.